Manufacturer narrative:
The suspect device was returned to olympus, however, an evaluation has not been completed at this time. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the "contact point of the connection part with the main body system was scorched, and a connection failure error occurred." In addition, no image was produced and error "e216" occurred. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The suspect device has been returned to olympus for evaluation. The olympus service center could not replicate the e216 error. Corrosion was found in the video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the contact could not be normally energized due to the corrosion in the video connector which resulted in a e216 error. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.